Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient, experiencing fatigue presented in clinic for follow-up. Pulse generator interrogation revealed that the device was operating in backup mode. A firmware download successfully restored the device.